Event description:
The user facility reported that during a therapeutic endobronchial ultrasound (ebus) procedure, as the users attempted to retract the needle following a second pass, the entire needle suction housing had disengaged, and separated from the sheath advancement housing. The procedure was reportedly completed using a different needle. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to gather additional info regarding the event, but only received limited info to date. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The device was received with the handle section separated into two pieces, as the needle adjuster became detached from the needle slider. The cause of the user's experience could not be conclusively be determined at this time. The device has been forwarded to the original equipment manufacturer (OEM) for further eval. If additional significant info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.